Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that the atrial intrinsic amplitude was out of range and a signal artifact monitor (sam) episode showed noise on the right atrial and right ventricular channel with out-of-range pace impedance measurements. In addition, presenting electrogram (egm) showed possible atrial flutter with some under sensing due to blanking periods. It was suspected that the noise seen on the egm and the out-of-range pace impedance measurements occurred during a failed sensor lead check 'out of range' related to a surgical procedure. The trend data showed stable daily impedance measurements. No adverse patient effects were reported. The device remains implanted.